Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the laser cut filter cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the laser cut filter. In addition, we confirmed that the shield pipe cut, the bending rubber poor finish, the down pulley wire snapped/cut, the up pulley wire snapped/cut, the left pulley wire snapped/cut, and the right pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.